Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture bakr grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was rupture and capsular contracture baer grade iii.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade iii. Device has been explanted.